Manufacturer narrative:
If explanted; give date: exact date not provided. Only provided as (B)(6). Reporter telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's operative eye as the patient complained about glare & halos. In addition, the patient could see the actual optic rings in the dim light condition. The surgeon believes that the patient could not adapt diffractive iol. Another monofocal lens was used as the replacement. The pre-operative far vision was 0.8 and near vision was j4 (decimal). The post-operative far vision was 0.5 and near vision was j2. There was no vitrectomy, incision enlargement, or sutures required. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received wrapped in gauze and returned inside a non-jnj iol's folding carton visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.